Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported that is speaker broken. No death or patient /user injury or harm was reported. The device was in use for monitoring at the time of the alleged malfunction.